Manufacturer narrative:
G4: 03nov2020. B4: (B)(4) 2020. The customer reported a ventilator with a nurse call alarm connection issue. The device was evaluated remotely by the manufacture remote field service engineer (fse) and the customer. The manufacture's remote field service engineer (fse) advised the user to determine if their nurse call system is alarm state open or alarm state closed. The fse stated that if the cable they had is from philips respironics, then it would be marked by the given serial number. Additionally, the fse and customer also discussed the nurse call test during the performance verification test (pvt). The customer stated that all of the v60 passed the test during preventative maintenance (pm) in march. Multiple good faith efforts were made to obtain information regarding patient/user involvement and contextual use, device evaluation, repair, and operational status with no reporter's response. Therefore, it cannot be determined. 1) (B)(6) 2020 1:21 pm emailed (B)(6) ; 2) (B)(6) 2020 08:00 am called (B)(6) . Contact was not established, and left a voice mail for a call back number; 3) (B)(6) 2020 08:04 am emailed (B)(6) ;(B)(6) 2020 5:01 pm emailed (B)(6) ; 5) (B)(6) 2020 12:06 pm (B)(6) (philips service engineer) communicated with the customer via phone call. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29jun2020.

Event description:
The customer reported a ventilator with a nurse call alarm issue. It is unknown when this event occurred. There was no allegation of harm associated with this report.